Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the wake button was loose on pump, causing it to be delayed in responding to being pressed. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no additional information was obtained, and no further action was required from technical support.